Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised after a dislocation. A 50 mm pinnacle cup, liner and head were all explanted. During the surgery it was discovered that the polyethylene liner and the acetabular screw had broken. No numbers on the cup or liner were legible and the liner was damaged to the point were we could not tell what type of liner it was. The acetabular cup was replaced with a competitor¿s dual mobility system. A depuy 28 mm +1.5 revision ceramic was implanted during this revision. Doi: unknown. Dor: (B)(6) 2019, left hip.